Event description:
The customer reported to olympus a patient was positive for e. Coli after use of the same subject device on a prior patient, who had e. Coli prior to their procedure with the subject device. Patient zero (0) was found on (B)(6) 2021, to be positive for multi-resistent e. Coli. The patient underwent a sigmoid endoscope with the subject device in (B)(6) 2022. On (B)(6) 2022, a different patient tested positive for the same microorganism, e.coli. Both patients were examined epidemiologically and the common factor was the same used gastroscope. The facility cultured the endoscope and twice found bacteria. Hospital will recall patients which were examined with the same gastroscope. A request for additional information is in progress.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction and the results of the legal manufacturer's investigation. New information was added to the following fields: h6, h10. The device history records (DHR) for this device could not be reviewed since the serial number was not provided. Olympus ships devices manufactured according to all applicable procedures and meet final product release criteria. A definitive root cause was not identified. Based on the available information, the legal manufacturer was unable to determine the relationship between the events and the device. Detailed results of the test on the device such as the detected type of bacteria was not provided. The information on reprocessing steps at the user facility was not provided. In addition, the device was not culture tested by olympus as it was not returned for evaluation, and the serial number was not identified. Olympus will continue to monitor the field performance of the device.